Manufacturer narrative:
The revcore thrombectomy catheter (revcore) was returned to the manufacturer and evaluated. The catheter was returned without the tip. No manufacturing deficiencies were identified when the catheter was visually inspected nor when photographs of the issue from the case were reviewed. Adequate adhesive residue was observed in the correct location. The root cause was not established during the investigation; however, the field failure was most likely due to the device navigating a tortuous anatomy. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There have been no similar complaint events for this lot number. Manufacturer reference #: (B)(4).

Event description:
A 50-year-old male patient with a lower-left extremity (lle) deep vein thrombosis (dvt) and preexisting venous stent underwent thrombectomy with inari devices on (B)(6), 2024. The clot age was estimated at 21 days. During thrombectomy, the patient was positioned supine and the clottriever sheath, 13fr (CT sheath) was inserted into the left popliteal vein and the protrieve sheath (pt sheath) was placed in the right internal jugular vein. The revcore catheter was advanced through the CT sheath in the popliteal vein and completed two successful passes central to peripheral, with the coring element opened less than half full size. While repositioning for a third pass, the medical team noticed the revcore catheter radiopaque tip and coring element had separated as the radiopaque tip was observed at the central end of the implanted stent and the coring element was observed at the peripheral end of the stent. The physician then advanced the guidewire through and external to the pt sheath until the radiopaque tip was safely removed from the patient. The remainder of the revcore catheter was safely removed though the original point of access, via the CT sheath in the left popliteal vein. The case completed after five additional successful passes using a clottriever and clottreiver bold catheter. There was no resulting patient injury and the stent did not dislodge or become damaged. An estimated 99% of the clot was removed with significant improvement in flow.

Manufacturer narrative:
The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The device has been returned to the manufacturer for evaluation. Upon completion of the investigation a follow-up report will be submitted. There have been no similar complaint events for this lot number. The device labeling includes the following warning statement: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel.". Stent entanglement is identified in the device labeling as a potential complication. Manufacturer reference #: (B)(4).